Event description:
The device was returned for unrelated service. There was no reported pt harm. During the repair evaluation, it was discovered that the dump valve (over-pressure relief) was not operating as specified which could cause a high pressure condition to the pt. The dump valve assembly was replaced to correct the problem.